Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro began overheating when the device was in the patient's leg. The harvester unplugged the cable from the device and removed the device from the patient without any problems. No troubleshooting was performed. A replacement hemopro and extension cable were used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).